Event description:
It was reported that at 2000, the syringe pump was found to be off without any noticeable alarm. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a141204 - pumping stopped (1503), g04105 - pump, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: imdrf annex e and f codes. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Additional information : imdrf annex a, g and d grids.

Event description:
It was reported that at 2000, the syringe pump was found to be off without any noticeable alarm. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a24 - adverse event without identified device or use problem (2993), g07001 - part/component/sub-assembly term not applicable, g02001 - antenna, c19 - no device problem found, d14 - no problem detected. Additional information: imdrf annex g code.

Event description:
It was reported that at 2000, the syringe pump was found to be off without any noticeable alarm. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that at 2000, the syringe pump was found to be off without any noticeable alarm. There was patient involvement but no harm.